Event description:
Rn in ER accessed patient's port with a power loc safety needle because he had a port-a-cath device card that indicated the port was a xcela power injectable port, suitable for IV contrast injection. Rn used this card as identifier, but when patient went to CT, x-ray of chest was done as second identifier and the "CT" symbol that was supposed to be second ID was not on the port. This made the port unusable per our policy and since patient refused to have IV started for contrast, CT had to be done w/o contrast.product is supposed to have this symbol on their ports suitable for use with IV contrast and with the power loc needle.====================== manufacturer response for power injectable port, xcela power injectable port======================per the radiology apn:the manufacturer was quite concerned that the CT was not visible. They have the lot number and are to be following up on that. They said they take it very seriously.